Manufacturer narrative:
(B)(4). Results: a visual inspection of the returned product found optic torn. Lens returned in liquid. Conclusions: based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be due to a pt related condition and was not lens related. (B)(4).

Event description:
The reporter stated the surgeon inserted a (B)(4) collamer aspheric three piece lens. Lens would not fit in the bag correctly. Surgeon decided to remove lens, incision not enlarged. Reporter stated this incident was pt related. No product malfunction. Three lenses were used on same pt, same eye. This report is for the primary lens. See MFR #2023826-2011-00363 for secondary lens. A third lens, same model and size lens was implanted.